Event description:
It was reported an inaccurate medication delivery. Per report: on (B)(6) 2026 at 1530, the patient was receiving continuous infusions of doxorubicin and dacarbazine. A fiveport primary tubing set was used. The port closest to the pump was left open for blood return checks, and the next two ports were used for infusion of doxorubicin and dacarbazine. During routine blood return assessment, the primary nurse accessed the closest port using a flush and the phaseal optima cstd system. Blood return was obtained without issue. However, upon flushing with saline, the nurse observed that the flush solution appeared to travel retrograde through the pump and into the short set tubing leading to the doxorubicin drip chamber, rather than flowing distally toward the patient. This was visually identifiable due to the clear saline contrasting with the orange color of the doxorubicin. The chemotherapy bags were then clamped above the pump, and a subsequent flush was administered, the saline flushed toward the patient as expected. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.